Event description:
It was reported that an occlusion alarm occurred on an insulin infusion set, after which the user changed the site and tubing and observed air in the cartridge; elevated blood glucose of 271 mg/dl persisted for several hours and was attributed by the agent to air in the cartridge contributing to an occlusion. Symptoms included hyperglycemia. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed that removing air from the cartridge and performing a supply change resolved the alarm condition. It was concluded that an occlusion associated with air in the cartridge resulted in hyperglycemia, with resolution following supply change and cartridge air removal.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.